Manufacturer narrative:
Product analysis confirmed the difficulties in the complaint. A visual and microscopic examination of the device found that the tip was torn with a section missing. This type of damage is consistent with guidewire movement during attempts to cross the lesion. No issues were noted with the balloon section that could have potentially contributed to the complaint incident. Review of the device history record revealed no anomalies related to the complaint. This review showed that the lot met all specifications relevant to the complaint upon lot release. A labeling review identified that the device was used per the apex monorail directions for use (dfu). The most probable cause for the tip tearing and section missing is operational context. With guidewire movement during attempts to cross the lesion, this type of damage is consistent.

Event description:
This complaint is now reportable based on the analysis completed on 08/15/2008. It was reported that during a percutaneous coronary intervention (pci), an apex 2.5mm balloon was unable to cross the 99% stenosed, calcified and moderately tortuous lesion in the right coronary artery (rca). Prior to the apex 2.5mm balloon, an apex 3.0mm balloon was also unable to cross the lesion. After the apex 2.5mm balloon was unable to cross the lesion, an apex 1.5mm balloon was also unable to cross the lesion. The procedure was completed successfully with another manufacturer's balloon. Patient's status is reported as "no problem." However, the returned product analysis confirmed the tip of the apex 2.5mm balloon was torn with a section missing.